Manufacturer narrative:
PMA 510(k): of the initial medwatch report indicated: 510k - k130456. The initial medwatch report should have indicated: 510k - k142430

Manufacturer narrative:
(B)(4). Physio-control evaluated the device and was unable to duplicate the reported issue.  Physio replaced the battery connector pins as a precaution and observed proper device operation through functional and performance testing.  The device was then returned to the customer for use. The cause of the reported issue could not be determined.

Event description:
The customer reported that their device was losing power on a consistent basis. There was no report of any patient use associated with the reported issue.